Event description:
It was reported that the device was leaking where the stopcock joins the port. It was unclear whether air was heard escaping. The device was used for the entire procedure, and no replacement was needed. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the stopcock damaged. The entire stopcock assembly and attached lure fixture was loose. Upon evaluation, the device was pressure tested and showed signs of leaking without a test plug inserted into the device. The device was then disassembled and it was noted that the port of the inner seal retainer had broken off and was in the insufflation port. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what caused the reported event.